Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient without any problem. A pinhole and a leak of contrast agent from the center of the balloon were noted. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.